Manufacturer narrative:
The "model #", "serial #", and "PMA/510(k)" are unknown at this time. The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges at boston trade show, a young handicapped child testing a quantum product out ran into her accidentally and her ankle was injured.

Manufacturer narrative:
The product was not the cause of the incident.

Event description:
Customer alleges at boston trade show, a young handicapped child testing a quantum product out ran into her accidentally and her ankle was injured.